Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips technical support specialist (tss) remotely evaluated the device by accessing the audio drivers in the system with the customer's assistance. The tss had the customer disable the audio driver of the plugged-in display and activate the audio card. Functional control could be carried out. The device returned to working specification. Based on the information available, the cause of the reported problem was confirmed to be the audio card. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported the central station does not alarm and there is no sound. The device was in use on a patient at the time of the event, there was no adverse event reported.